Event description:
A customer contacted baxter's technical service center regarding a smell coming from the homechoice (hc) unit. The home patient's (hp) mother stated that it smelled like something was burning whenever she unloads the set up. The technical service representative (tsr) requested a swap of the hc unit for the hp. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device did not meet baxter specifications upon arrival, thus repair was required. The home choice device was evaluated and the reported condition of smelling something burning whenever setup is uploaded was confirmed and duplicated. Visual inspection found no physical damage. The power on self test was not successful, no backlight on unit. The 1 hour therapy was completed successfully; burning smell was noted from the power inlet module. The assignable cause of the reported problem was a damaged power inlet module. Customer contacted baxter's technical service center regarding smelling something burning whenever she unloaded the setup, on the home choice (hc) unit. Event occurred during use, patient connected, in drain 11 of 14. The reported issue was confirmed and the assignable cause was determined to be the power inlet module. There was patient involvement however, there was no patient injury or medical intervention, associated with this event. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.